Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a deformed catheter was confirmed. The product returned for evaluation was one 3fr s/l provena powermidline catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer and a statlock catheter stabilization device was attached to the suture wings. Kinks were observed in the catheter near the 3cm and 4cm depth markings. Microscopic inspection of the sample confirmed the presence of kink impressions. The catheter wall thickness was measured at multiple points using a digital microscope and found to be within manufacturing specifications. The permanent kink impressions were consistent with sharp bending of the catheter shaft. The locations of the kinks suggested that catheter insertion, maintenance and securement techniques likely contributed. A lot history review (lhr) of redu3809 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that provena midline catheter was removed in less than 3 days after insertion due to malfunctioning. Upon removal, the catheter was curved which confirmed line function issue based on the patients arm position. The line was in an intensive care patient. (B)(6) 2020: evaluation found the catheter was kinked.